Event description:
During room set up, hosp staff adjusted the operating light, and the light handle broke off. No injury or pt involvement was reported. (B) (4). (B) (4).

Manufacturer narrative:
The hospital's biomedical engineer repaired the broken handle and verified proper operation of the surgical light. This light was last verified (stress tested) in (B) (6) 2009, after a similar issue observed on another device. No cracks were found at this time. A visual exam revealed that the handle that broke had been modified to support a disposable handle support. This additional part might have weakened the handle during use. This modification has not been done under the control of maquet, nor approved by maquet. Hanaulux 2005i lights comply with the standards for luminaires - (B) (4) and (B) (4) - that include load tests on the handle. Maquet inc. Submits this report on behalf of the device mfg facility. Maquet s.a. Provides product failure investigation, analysis and resolution for the device described in this report.